Event description:
The device was implanted on 11/30/1990. Revision surgery was performed on 09/20/1994 at which time pseudoarthrosis was observed and loose screws were found. Instrumentation was replaced and bone graft placed. Revision surgery was performed on 12/17/1994 due to loose sacral screws. Deep infection was found in the sacral screw region. Instrumentation replaced. Revision surgery was again performed on 04/25/1995 to remove instrumentation.